Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and cartridge deck damage was noted. The damage to the cartridge is consistent with the device being clamped over a hard object. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. Furthermore a clip was found on the cartridge deck. Additionally several staples were found on cartridge deck and lodged behind the knife and on the anvil knife slot, resulting the instrument difficult to open. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition the knife was inspected and nicks were found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: change in procedure: they had to slide a second stapler alongside the stapler that wouldn't open to finish the final transection of a lap sleeve gastrectomy. Nothing changed in regards to post -op treatment and to date 1 -30-15 no problematic issues have presented. The surgeons want to know what went wrong with the device. Fyi these two bariatric surgeons have been using this device for several years. Just got additional info from dr. (B)(6), the patient suffered a sub-capsular spleen tear resulting in additional hospital stay.

Event description:
It was reported that during an unknown procedure, the device would not release. It was unknown how the procedure was completed. There was no patient consequence reported. No additional information was available at the time of the call.